Event description:
Patient was revised to address infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the sterilization certification for the provided product/lot combination did not reveal any related deviations or anomalies. Per the sterilization certificates, validated parameters were met. Valid product/lot information was not provided for the associated femoral head. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges infection after 1st revision but this was already reported previously.